Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2019 and the suture was used. It was reported that the needle breakage occurred while sewing up the uterus in the hysteromyoma. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.